Event description:
The customer reported to beckman coulter (bec) that the baths were overflowing on their coulter act diff analyzer and platelet (plt) was failing on a startup. The volume of the leaked fluid was 5 ml and the leak was not contained within the unit. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of this event. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) ) assisted the customer to resolve the issue. The cts had the customer to drain the baths and ran bleach through the waste line of red blood cell (rbc) bath. The customer then ran several startups; baths did not leak and platelet (plt) passed at 7. The customer will monitor the instrument and will call back if problem continues. Failure mode was improper draining and rinsing of the baths. (B)(4).